Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Corrected data: a1. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: while the user was handling the device, the plug unit and printed circuit boards had abnormality which led to the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment full name - (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited a e315 scope communication error. The issue occurred during preparation for use on an unspecified procedure. The intended procedure was completed using a similar device. There were no reports of patient harm associated with the event.